Event description:
It was reported that p-wave sensing had diminished and that capture thresholds had risen for the right atrial (ra) lead since implant. Lead dislodgement was suspected. The lead was explanted and replaced with an active fixation lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed with no anomalies found. Concomitant medical products: 5054-58 lead, (B)(6) 2013. (B)(4).